Event description:
High impedance and 'inadequate therapies' were reported, and the short interval counter was high. The lead was explanted. No further patient complications have been reported as a result of this event.